Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
"This weekend I had a stent get stuck in a scope. It¿s a 10-7 we were able to pull it out with the forceps it was right at the biopsy channel¿. The following information has been received via email on 13-mar-2026. 1. What was the date of the occurrence? (B)(6) 2026. 2. Will the facility be reporting this to a government agency (FDA, competent authority, etc.) No 3. Please provide the lot # lot number not available. 4. Please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. Excellent/per IFU's 5. What is the reorder number, diameter and length of the wire guide that was used with this device in this procedure?* metii-25-480 6. Was the wire guide lubricated prior to use? Yes 7. Was the wire guide inspected for damage prior to use? Yes 8. Was the device at the center of the complaint inspected for damage prior to use? Yes 9. Were previous procedures i.e., sphincterotomy etc. Carried out prior to placing the complaint device? Yes 10. Did the patient involved exhibit altered anatomy or tortuous anatomy? No 11. Had a sphincterotomy been performed prior to this occurrence? Yes 12. What is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus/ tjf-q190v 13. Does your medical facility have a service/maintenance schedule associated with its endoscopes? Yes 14. Please indicate the location in the body where the stent device was to be placed (i.e., biliary duct, pancreatic duct, other). (If other, please specify) biliary duct. 15. How did the physician determine the length of the stent to be used for the procedure? Ai. 16. Where was the stricture located in the duct? Distal. 17. Was the stricture dilated prior to placing the device?* (if so, please indicate what device(s) were used.) Yes. 18. Please estimate the amount of time the stent was in place prior to this occurrence. Na 19. Did any section of the device detach inside the endoscope or patient? N/a 20. Please indicate whether the device broke in the endoscope or in the patient. Endoscope. 21. Were any modifications made to the complaint device or accessories used with the device in this procedure? (E.g., guiding catheter shortened, stent cut etc.) - no 22. Please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. None 23. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g., kink)? No